Manufacturer narrative:
Exemption number e2019001. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history did not identify any similar incidents from the reported lot. Per the account, the arm positioner was turned more than 1/2 turn in the ¿open¿ direction. It should be noted that, per the mitraclip system instructions for use (IFU):, " do not turn the arm positioner more than 1/2 turn in the ¿open¿ direction once initial resistance is felt to prevent device deployment." Based on the information provided, without the device to analyze, and, without any pictures of the lock line available, a definitive cause for the reported break could not be determined. The reported audible noise was a cascading effect of the arm positioner being overexerted. The reported difficult to open or close (clip open inability) was likely due to the user error of overexerting the arm positioner. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The clip remains implanted and the customer reported the delivery system was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the inability to open the clip and the lock line break. It was reported that this was a mitraclip procedure performed to treat degenerative mitral regurgitation (mr) with a grade of 4. The clip was advanced to the mitral valve and the clip was placed. However, when locking the clip, the arm positioner was overexerted and a squeaking sound was heard. The lock line was broken, the clip no longer opened. Since the clip was already placed, the decision was made to deploy the clip, reducing mr to 2. The entire lock line was removed. There were no adverse patient effects and no clinically significant delay during the procedure. The patient was stable throughout the procedure. No additional information was provided.